Manufacturer narrative:
B5: the patient was hospitalized for right heart failure under MFR # 2916596-2022-15754 . Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. It was noted that the patient had severe dementia that worsened over the last year. The patient was also recently hospitalized from (B)(6) 2022 for right heart failure and was treated with diuretics. The husband stated on (B)(6) 2022 that the patient was less engaged and more sleepy and he thought it was due to dehydration and did not call the site and instead fed the patient water through a turkey baster. The patient became more and more lethargic and finally on (B)(6) 2022 the patient was admitted unresponsive but never regained consciousness. The family engaged hospice and the device was turned off and the patient expired minutes later. The outcome was not device or therapy related and the device operated as intended. The device was not explanted. It was also noted that the patient had a few low flow alarms while hospitalized which was abated with intravenous hydration.